Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 3 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s son checked the patient and found the patient was sweaty, pale, shaky, and unresponsive. A fingerstick measurement was taken by the patient¿s son and the cgm was reading 68 mg/dl, and the bg meter was reading 36 mg/dl. The patient¿s son treated the patient with orange juice and chocolate. After 10 minutes, the patient¿s cgm was reading 132 mg/dl and the bg meter was reading 138 mg/dl. The patient recovered at home and was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid at the time of the event. The reported glucose values fall within the a zone of the parkes error grid after treatment was taken. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.